Event description:
It was reported that the patient was explanted as he did not receive any benefit from his implant. To date no further info has been received.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.